Manufacturer narrative:
Investigation summary: returned sample was attached to in-house tubing and the provided 3 ml syringe was loaded with water. A tight connection was assured, and when water was inserted through the maxzero connector to the tubing, there was a visible leak. Video of the test and a picture of the setup is attached to this pr. The complaint is confirmed from the returned sample analysis. Maxzero was also tested with multiple other syringe sizes (10 ml, 60 ml), and these syringe sizes didn't leak. A second sample was received 10/14/2020 and the same tests were conducted with the same results - leakage only with 3 ml syringe and not other syringe sizes. Similar issue found tijuana. Samples were sent to tijuana for further testing on 10/14/2020. Tijuana report memo describes the root cause of the failure as a molding issue to the syringe tip. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no.: mz1000-07 lot no: unknown. It was reported that the bd max zero needless connector was leaking with infusion, resulting in the patient not receiving the medication. Verbatim: we have had another patient safety event with the bd maxzero needless connector mz1000-07 leaking with infusion, resulting in patient not receiving the medication. I have the clave along with syringe with this report.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2645.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no.: mz1000-07. Lot no: unknown. It was reported that the bd max zero needless connector was leaking with infusion, resulting in the patient not receiving the medication. Verbatim: we have had another patient safety event with the bd maxzero needless connector mz1000-07 leaking with infusion, resulting in patient not receiving the medication. I have the clave along with syringe with this report.